Manufacturer narrative:
(B)(4). Device has not been returned. Should the device be returned, a supplemental report will be filed.

Event description:
According to the reporter, during an esophagus procedure, the device did not fire at all. No error lamps were illuminated. A new device was used to complete the procedure. No injury or adverse event was reported.